Event description:
It was reported that there was one rod failure which occurred in a 4 level construct, l2-s1, in an obese patient who had prior hardware failure. The source of the information for this complaint came from a poster prepared for the clinical and radiographic results of the nfix system. The poster is attached. No further information was provided.

Manufacturer narrative:
(B)(4): additional narrative device was used for treatment. Actual event date not known. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed. (B)(4): placeholder.